Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that sys hung up during a ptca (percutaneous transluminal catheterization angiography) procedure. They move the pt to another sys and completed the procedure. The next day the pt died. The customer alleged that the time delay due to sys failure lead to pt complications and leading to pt death.